Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: operative reports for ¿ventral hernia repair x 2¿ were not provided]. (B)(6) 2008: (B)(6) medical center. (B)(6), md; (B)(6), md. Operative report. Anesthesia: general. Preoperative diagnosis: ventral hernia, recurrent. Postoperative diagnosis: ventral hernia, recurrent. Title of operation: ventral hernia repair with mesh. Intravenous fluids: 1800 ml. Estimated blood loss: 25 ml. Disposition: stable, extubated to recovery room. Indications: this is a 63-year-old female who has had a complicated past surgical history including a whipple for adenocarcinoma with a postoperative ventral hernia which has recurred demonstrated by clinical exam and CT findings. She presents for elective repair. Procedure: ¿k [sic] patient was taken to the or and placed supine on the operating table. After a 5 point check was performed and general anesthesia was administered preoperative antibiotics were also administered and the patient was then prepped and draped in standard fashion. An incision was made along her prior incision and was excised and we encountered along the superior portion of the wound a fascial defect. Along the inferior portion of the wound the fascia did appear to be intact; however, we observed an additional fascial defect with a loop of small bowel that was protruding approximately 3 cm lateral to this. This was easily reducible and we then proceeded to circumferentially using bovie cautery expose the fascia. Along the superior portion of the wound again there was some fascial defect. This did not have any bowel herniation. We exposed this and there did appear to be adequate healthy tissue fascia around it and we were able to reapproximate this primarily using interrupted figure-of-8 sutures. We excised the hernia sac and we found two small adjacent defects along the lower right abdomen at the site of the additional fascial defect with a small bowel. Creation these were also closed with single figure-of-8 sutures. The small bowel was reduced and the hernia sac was excised and again this defect was also closed primarily. Once the fascia had been closed, we again inspected for hemostasis and assured adequate hemostasis with bovie cautery. We then used a large piece of prolene mesh and this was sutured to the fascia circumferentially, making sure that we covered all the fascial defects that we had encountered. We then placed a flat jp drain and laid in the flaps that we had created. This was sutured to the skin with a nylon suture. We then reapproximated the deeper tissues and the skin was closed with staples.¿ count: sponge and instrument counts were correct x2. (B)(6) 2008: (B)(6) medical center. Implant record. Prolite mesh. Asa 2. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Pathology report. Tests: surgical pathology report. Accession #: s08-4204. Specimen(s) received: ventral hernia sac. Final diagnosis: ventral hernia sac: dense fibrovascular connective and adipose tissue consistent with hernia sac. Clinical diagnosis and history: whipple procedure ten years ago due to pancreatic cancer, ventral hernia repairs x2 in past. Gross description: the specimen is received fixed in a single container labeled with the patient¿s name, hospital number and ventral hernia sac. The specimen consists of a single fragment of tan soft tissue measuring 2 x 1 x 0.8 cm. The specimen is serially secstioned [sic] and is submitted in toto in a single cassette. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Discharge summary. Recurrent ventral hernia admitted after surgical repair with mesh. Post-operatively, was gradually advanced to a regular diet. Ambulated without difficulty, voided successfully after removal of foley. At discharge, pain is well-controlled with oral medications, tolerating regular foods. Exam: abdomen soft, appropriately tender, nondistended. Incision intact, clean and nonerythematous. Staples in place. Activities: no strenuous activity or heavy lifting for at least 6 weeks. Wound care: may shower. Please make an appointment to have staples removed on (B)(6) 2008. Place steri strips perpendicular to direction of the incision. Keep your abdominal binder on at all times. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Anesthesia: general endotracheal anesthesia. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Title of operation: laparoscopic incision hernia repair with mesh placement. Assistant: (B)(6), md. Indications: the patient presents with her fourth recurrence after open ventral hernia repairs. Her original operation was whipple procedure for adenocarcinoma. She now presents with progressively worsening symptoms. Findings: dense intraabdominal adhesions and several hernias within which small bowel was incarcerated, as was transverse colon. Procedure: ¿the patient was identified in the preoperative holding area where the patient¿s diagnosis and procedure to be performed were confirmed with the patient. She was subsequently brought to the operating room and placed in the supine position on the operating room table. After a 5-point safety check was performed, she was induced under endotracheal anesthesia and her abdomen was prepped and draped in the standard surgical fashion. Via a left upper quadrant stab incision we introduced a veress needle into the abdomen and insufflated to 15 mmhg. We then placed a 12 mm trocar in the left upper quadrant and under optiview technique entered into the peritoneum without any difficulty. We then placed two 5 mm trocars inferior to this and one 5 mm trocar near the midline in the lower abdomen. Using these trocars and switching between the 12 and the 5 mm trocar for better visualization, we began with lysis of adhesions which consisted of omentum to the anterior abdominal wall as well as small bowel to the anterior abdominal wall and to mesh. This dissection was tedious but good planes were established. There were three small, very superficial serosal tears which were repaired using 0 vicryl sutures. At one point we encountered a loop of small bowel that had adhesed fairly tightly to the previously placed prolene mesh and to its sutures. This was carefully removed and an area that was also oversewn. Subsequent to this, with all the adhesions removed from the anterior abdominal wall, we identified multiple ventral hernias in the midline and slightly laterally. We marked lateral edges in the north and south-most edges of these hernias and then desufflated our peritoneum. We then measured a 5 cm overlap to all the areas and obtained a 20 x 30 cm mesh and cut this to size. We then placed north and south tacking transfascial sutures to structure our mesh and placed a midline chromic gut up through the midline of the hernia to insure good overlap bilaterally. With this completed, we then unrolled our mesh and tacked circumferentially. We placed an additional 5 mm trocar on the patient¿s right side so we could tack both sides equally in good fashion. With 360 degrees of tacking placed, we then placed four additional transfascial sutures at northeast, northwest, southeast, and southwest as part of our mesh. These transfascial sutures were tightened down. This entire part of the repair was performed under 10 mmhg pneumoperitoneum. Prior to removing our scope, we looked around the entire abdomen and passed several sponges to clear the area of any dried blood or clot. There was no evidence of bowel injury whatsoever. We then removed our scope and trocars without any difficulty. The skin was closed using a running 4-0 monocryl suture.¿ (B)(6) 2008: (B)(6) medical center. Perioperative clinical record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05619994. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmc06/05619994) was implanted during the procedure. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Discharge summary. Principle diagnosis: ventral hernia. No heavy lifting greater than 15 lbs. For at least 6 weeks. Hospital course: post operatively, was kept npo [nothing by mouth] with ivf [intravenous fluids] and dilaudid for adequate pain control. Postop day 1, dilaudid pca [patient controlled analgesic] was switched to po [by mouth] meds. Diet was advanced to full liquid, tolerated well without complication. On postop day 2, tolerating regular diet, and pain adequately control with po [by mouth] pain medication and was deemed stable to discharge home. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia an abdominal wall meshoma. Postoperative diagnosis: recurrent incisional hernia and abdominal wall meshoma. Procedures: exploratory laparotomy, extensive lysis of adhesions, debridement of abdominal wall fascia, explantation of mesh x2, bilateral anterior component separation and repair of recurrent incisional hernia with retro-rectus mesh placement. Surgeon: (B)(6), md. Assistant: (B)(6), md. Anesthesia: general/ epidural. Indications: this 69-year-old female who has had at least two prior abdominal wall hernia operations. She has gone on to develop the meshoma with dense firm painful mesh along with bulging at the mesh. After weighing options of treatment, she now presents for explantation of prior density of the right mesh and abdominal wall reconstruction. Description of procedure: ¿the patient was brought to the operating room. Surgical safety checklist reviewed in three phases including the patient identification and timeout. Adequate general anesthesia was induced without difficultly. Sequential compression boots were in place. IV antibiotics were administered prior to the incision. A foley catheter was placed as well. The abdomen was prepped widely with chloraprep and allowed to dry for three minutes and draped widely using an ioban. Previous midline incision from the xiphoid down below the umbilicus was excised, dissection carried into subcutaneous tissue and down to the layer of dense polypropylene mesh. The mesh was identified throughout the length of the wound. It was about 15 cm long and about 7 cm wide. The mesh was then carefully elevated off the fascia. There were multiple heavy prolene sutures that were removed and debrided. The mesh was then carefully removed by sharp dissection exposing beneath it ptfe [polytetrafluoroethylene] mesh as a separate repair. With tedious dissection and debridement of the abdominal wall fascia, the mesh was then totally removed. It was photographed and sent for pathological exam. At this point, we then approached the ptfe mesh, we were able to identify the edge in the upper right abdomen with the protack, this was carefully elevated on the wound and the mesh was carefully excised along its edge to include the protack. We were able to see the undersurface of the mesh. There was small bowel adherent to the mesh and we took all the small bowel adhesions down sharply and carefully millimeter by millimeter without making any enterotomies. It was a tedious dissection and the visceral side of the mesh was then carefully separated from the underlying small bowel and the remaining right lateral attachments were carefully excised along with some transfascial fixation sutures. This mesh was also contracted and firm, not quite a tense as the initial mesh about 15-20 cm in length and about 15 cm wide. It was photographed and sent for pathological exam. The fascial edges were then debrided circumferentially. We then freed up the remaining intraabdominal adhesions and inspected the small bowel. There were no enterotomies created. We spent about 90 minutes with extensive lysis of adhesions to remove the mesh, carefully free the intestine, and debride the fascia. The abdomen was irrigated. We created retrorectus space on both sides, beginning as far medial as we could. The peritoneum was then separated from the fascia below the lower aspect of the midline incision and superiorly as well. The rectus sheath was separated to the undersurface of the rectus muscle. We first began on the left side. We got into a nice plane and dissected all the way over the semilunar line as far as superiorly and inferiorly as we could go preserving the blood supply and innervation of the rectus muscle. A couple of very small rents in the posterior rectus sheath related to protack fixation were closed with interrupted 3-0 pds [polydioxanone] suture. In a similar way on the right side, the retrorectus space was entered as medial as possible and developed over the level of semilunar line again preserving the vascularity and nerve supply of the rectus muscle. This was carried up superiorly and inferiorly as far as possible. Couple of small rents in the posterior sheath related to prior tacks were closed with interrupted 3-0 pds sutures. The abdomen was irrigated. Hemostasis was excellent, but it was evident that we needed an anterior separation to advance the musculofascial components to the midline so that they could be approximated. This was required on both the right and left side to obtain midline closure. The subcutaneous tissue was separated from the fascia. There were at least 2-3 perforating vessels that were preserved on either side in the vicinity of the umbilicus. Dissection was carried over lateral to the rectus edge to expose the external oblique muscle and aponeurosis. The muscle was opened lateral to the rectus and a plane of dissection between the external oblique and the internal oblique was easily created. This was first started on the patient¿s right side and it was continued down as far as possible and then superiorly over the ribs. Dissection was then carried out between the internal and external oblique to allow full mobilization, which afforded us at least five to 8 cm on each side. In a similar way on the left side, subcutaneous flaps were raised again saving 2-3 perforators the anterior release was performed in the external oblique lateral to the rectus carried superiorly and inferiorly, superiorly over the ribs and the two muscles were fully separated to a full release. We then were able to re approximate the rectus muscles without any difficultly. We were then able to close the posterior rectus sheath and the length of the wound using two 0 v-loc maxon sutures. Manual and visual inspections of packs and instruments were made prior to this and none were found. The retrorectus space was then again irrigated. Prior to that, we selected a barrier coated mesh, namely a ventralex st mesh 25 cm in length x 20 cm wide. It was trimmed somewhat in length and somewhat in width. A single suture was placed superiorly and inferiorly under the muscle through and through with 0 prolene to fix the mesh. The mesh was then placed in the retrorectus space. It was folded back upon itself and secured for about a 1-inch segment with 3-0 pds suture and using a secure strap device, the mesh was carefully fixed to the undersurface of the rectus muscle at about 2 cm intervals on both the right lateral aspect. Following this, a 15-french blake drain was left over the mesh, brought out through a stab incision in the outer left lower quadrant, secured to skin with 3-0 nylon suture. The midline fascia was closed with two 0 v-loc maxon sutures beginning at the superior and interior aspect running to the mid portion and the sutures were tied together. The fascia came together without any tension. We then left two subcutaneous drains a #15 blake drain was left in the subcutaneous space in the right side, brought out through the right lower quadrant stab wound and a 10-mm jackson-pratt was left under the left skin flap and brought out in the left lower quadrant, but medial to the blake drain. These were all fixed with 3-0 nylon suture. Space was irrigated. We then elected to reinforce the released area. We took a piece of bard soft. It was 12 x 12 inches. We trimmed it. On the right side we fixed it to the lateral edge of the external oblique muscle, beginning at the inferior margin and carried all the way to the superior margin. The mesh was then trimmed medially and the medial edge was fixed to the lateral edge of the rectus sheath with interrupted 3-0 pds suture laterally and was secured with a running 3-0 pds suture. In a similar way we used mesh on the left side to cover the left external release and this went very nicely. Subcutaneous tissue was irrigated. Hemostasis was excellent. The subcutaneous tissue re approximated with several interrupted 3-0 vicryl subcuticular sutures. The skin was closed with metallic clips. Dry dressing applied. Biopatch was place to each of the drain exit sites. The patient tolerated the procedure well. She was extubated in the operating room and transferred to the recovery room in stable condition.¿ (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] (B)(6) 2014: (B)(6) hospital. Implant record. Bard soft mesh. Ventralight st. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/00: [missing records: operative report for ¿hernia repair with mesh¿ was not provided]. (B)(6) 2008: [missing records: radiology report for ¿recurrent ventral hernia per outside hospital CT scan¿ was not provided]. (B)(6) 2008: (B)(6) office notes. Here to have staples taken out. Complains of 4-5/10 upper and lower abdominal pain. Advised to not engage in strenuous activities involving more than 15 lb. Of force. Staples removed, steris applied, repair intact. (B)(6) 2008: (B)(6) office notes. Continues to complain of dull non-radiation epigastric pain, worse when lays on side, not relieved with anything. Vertical incision healing well without drainage or erythema consistent with prior surgeries, no hernias. Doing well post-op with minimal pain in upper abdomen consistent with normal post-operative healing. Consider rescan if pain persists. (B)(6)2008: (B)(6) office notes. Reports worsening mid-upper abdominal pain with radiation to the back, worse with sitting up in bed or rolling from side to side. Obese. No hernias. Does not appear to have had recurrence of hernia. Considering history of cancer, check amylase, lipase, lft¿s, bun cr and get CT abdomen for evaluation of possible recurrence. Does have history of ¿difficulty with mesh repair¿ per prior notes, and current abdominal pain may be related to similar etiology. (B)(6) 2008: (B)(6). Radiology-CT abdomen/ pelvis. Several cysts in kidneys bilaterally. No definite soft tissue mass present in surgical bed. Ventral hernia mesh appears slightly lax at its lower left and right margins of anterior abdominal wall. Herniation of two loops of distal small bowel into left and right aspects of hernia sac. Also herniation of anterior abdominal wall of transverse colon into abdominal wall defect. No bowel wall thickening or obstruction of any of the involved bowel is noted. Mild adjacent stranding in herniated mesenteric and subcutaneous fat suggesting mild inflammation and scarring. Scattered diverticuli noted in sigmoid colon. Uterus absent. Impression: 1) apparent laxity at margins of ventral hernia repair mesh with recurrent herniation of loop of transverse colon and two loops of small bowel at left and right margins of mesh. No evidence of incarceration or obstruction. 2) sigmoid diverticulosis. (B)(6) 2008: (B)(6). Office notes. Reports abdominal pain persisted since last hernia repair, most noticeable distribution, but also extends laterally. Pain constant, diffuse, same since march 2008, severity at worst is 11/10, exacerbated when rolls onto side, eating/ drinking does not affect pain, nothing alleviates it (on percocet but does not believe it actually improves symptoms). Trying to lose weight since november, states weight loss seems appropriate for amount of dieting and exercise she has been doing. Abdomen tender to palpation epigastric/ periumbilical regions. Ventral hernias palpated around lateral edges of mesh repair upon patient straining. Repeat CT scan of abdomen suggested recurrent hernias lateral to mesh; however, patient has complicated anatomy due to prior surgical procedures so CT will be reviewed with radiology present. (B)(6) 2008: (B)(6) office notes. Visit reason: evaluation of CT scan for hernias. 1) appointment with dr. Burch to discuss laparoscopic approach to repair of hernias protruding from margins of mesh. 2) renew prescription for percocet for pain management. (B)(6) 2008: (B)(6). Office notes. Presents with mid-epigastric/ upper abdominal pain. Has reproducible pain upon palpation during physical exam. No evidence incarceration or obstruction. Had endoscopy done at outside hospital. Option of lap repair of hernia discussed, but endoscopy results need to be reviewed before final decision can be made. Attending note/ findings: endoscopies do not seem to reveal recurrence of cancer by report. Suspect properitoneal approach with large amount of overlap would be helpful to decrease incidence of recurrence. (B)(6)2008: (B)(6) office notes. Has gerd-no symptoms now. Had prior bronchitis status post alaska trip; has not been on inhalers more than 6 months. No alcohol, drugs or tobacco. Weight 174 lb., bmi 30.93. Preop instructions: hold aspirin, nsaids, herbs and supplements x7 days prior to surgery. (B)(6)2008: (B)(6) office notes. Reports fatigue, decreased appetite, diarrhea, difficulty sleeping (2-3 hours sleep/ night), feeling cold since surgery. Diffuse abdominal pain 6-7/10 right side most of time status post surgery. Persistent abdominal 10/10 before surgery. Takes vicodin 1 tablet every other day. 3-4 loose stools with mucus/ diarrhea, takes colace. Abdominal exam: mildly tender right side, incision sites look well healed, most superficial red subumbilical rash in skin fold. Attending note/ findings: doing well post op from lap ventral hernia repair. Has some fatigue still but able to ambulate well and do own shopping and home care. Pain improving, mostly in right upper quadrant, likely from lap tacks. No significant seromas. (B)(6)2009: (B)(6). Office notes. Pain slowly improving, mostly right upper quadrant now with no significant change. On exam no recurrence with vs [sic] some small seromas. No point tenderness to suggest transfascial suture issue. Will prescribe lidoderm patch and see in follow-up or sooner if pain not improved. (B)(6) 2009: (B)(6) office notes. 5 days upper abdominal pain. States was doing laundry 5 days ago and suddenly has onset lower abdominal pain, that soon migrated to upper abdomen. 4/10 constant ache. Says it feels just like ventral hernia did before it was corrected. Abdominal exam: no hernias palpated with cough. Constant abdominal pain in same location as previous hernia. Repeat hernia unlikely given repair. Possibly caused by irritation of transdermal sutures. Plan: naproxen for inflammation, continue lidoderm patches, dilaudid for pain as needed, CT scan to evaluate for recurrence. Return after CT. Advised to use heat applied to abdomen. Attending note/ findings: pain similar to preop pain, but not same on exam. Has some tenderness at site of transfascial sutures. Will evaluate with CT for recurrence because difficult to palpate given multiple previous operations. Also discussed nsaids and warm heat to area. Small amount dilaudid for any breakthrough pain. Follow up post CT. (B)(6) 2009: (B)(6) radiology-CT abdomen/ pelvis. Rule out recurrent hernia. Stable kidney cysts. No dilated bowel loops or wall thickening. Sigmoid diverticula. No evidence of bowel obstruction. Peritoneum: no free fluid or free air. Bones and soft tissues: status post mesh repair of ventral hernia. Postsurgical changes anterior to mesh in anterior abdominal wall. No organized collections. Impression: status post mesh repair of ventral hernia. No evidence of collections or recurrent hernia. (B)(6) 2009: (B)(6) office notes. Returns after CT. Continues to have constant epigastric abdominal pain, similar to preop but much higher in epigastric region. Pain has worsened somewhat since last visit, not controlled by tylenol. Has tried lidoderm patch, run out of dilaudid. Questions whether symptoms are due to ¿a reaction to her mesh.¿ abdominal exam: no hernias. Radiologic imaging negative, with no evidence hernia or fluid collection to suggest abnormal mesh reaction. Given 5% marcaine/ kenalog 10 mg at localized region of tenderness corresponding to transfascial suture. To call back (B)(6) 2009 to follow up on improvement of pain from steroid injection. Continue lidoderm patch if local anesthetic works. Dilaudid 2mg as needed/ max once a day. Given she relates symptoms similar to ¿cancer pain¿ will have her seen by dr. Becker once again, although objective imaging does not suggest this. (B)(6)2009: (B)(6) office notes. Still has abdominal pain. Scans negative for hernia recurrence. Marcaine/ kenalog injection seems to have helped. Lidoderm patches with very little benefit. Localizes pain to epigastric region, however, states can be diffuse at times. Pain constant, dull, pressure. Abdominal exam: mild tenderness to epigastrium, no hernias. Doing well. Return to clinic 1 year. (B)(6) 2014: (B)(6) md. Pathology report. Specimen # ns14-7327. Final diagnosis: part 1: ¿abdominal wall mesh #1¿: fibrovascular connective tissue and adipose tissue with chronic inflammation and foreign body giant cell reaction. Mesh material, gross exam only. Part 2: ¿abdominal wall mesh #2¿: fibrovascular connective tissue and adipose tissue with chronic inflammation and foreign body giant cell reaction. Mesh material, gross exam only. Clinical preoperative diagnosis: ventral hernia. Clinical postoperative diagnosis: same. Please photograph mesh. Specimen(s) received 1: abdominal wall mesh #1; 2: abdominal mesh #2. Gross description: part 1 received fresh labeled with the patient¿s name and ¿abdominal wall mesh¿ is a 17 x 12 x 1.0 cm in greatest dimension irregular flat tan pink portion of woven mesh material with multiple areas of adherent shaggy tan-pink soft tissue. There are numerous blue sutures embedded within the mesh. A gross photography of the specimen is taken. Representative soft tissue is submitted in one cassette. Part 2 received fresh labeled with the patient¿s name and ¿abdominal wall mesh #2¿ is a 19 x 17 x 0.2 cm ovoid portion of glistening tan-pink flexible plastic material. The periphery of the material displays numerous silver metal rings. One area displays three adherent silver metal staples all measuring 0.8 x 0.1 cm. The central portion of the specimen displays an adherent 8.0 x 7.5 x 2.0 portion of irregular woven tan-pink mesh material with adherent lobulated tan red soft tissue. Embedded in the mesh are multiple blue sutures. Gross photographs of the specimen are taken. Representative soft tissue is submitted in one cassette. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿ . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 2240 and 3191: appropriate term not available for "meshoma"; "mesh contracted and firm"; "small bowel adherent to mesh") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6)2008 through (B)(6)2014 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2009 through (B)(6)2014 were not provided. Patient information: medical history: obesity: (B)(6)2008: 174 lbs., bmi 30.93, smoking: former smoker, quit 1992, chronic obstructive pulmonary disease [copd]/emphysema, diverticulosis, gastrointestinal reflux disease [gerd], (B)(6)2008: ventral hernia, recurrent, (B)(6)2014: moderate-sized hiatal hernia, (B)(6)2014: recurrent incisional hernia and abdominal wall meshoma , (B)(6)2018: medium hiatal hernia with distal esophageal rings-dilated, barrett¿s esophagus . Surgical procedures: unknown date: tubal ligation, unknown date: ventral hernia repair, 1984: total abdominal hysterectomy, 1998: whipple procedure for adenocarcinoma of the pancreas, 1998: cholecystectomy, 2000: ventral hernia repair with mesh. Implant: unknown. (B)(6)2008: ventral hernia repair with mesh. Implant: prolite mesh. (B)(6)2008: laparoscopic incision hernia repair with mesh placement. Implant: gore® dualmesh® biomaterial. (B)(6)2014: exploratory laparotomy, extensive lysis of adhesions, debridement of abdominal wall fascia, explantation of mesh x2, bilateral anterior component separation and repair of recurrent incisional hernia with retro-rectus mesh placement. Implant: bard. (B)(6)2015: excision of inflamed/ruptured inclusion cyst lower abdomen relevant medical information: (B)(6)2008: ventral hernia repair with mesh. [Implant: prolite mesh]. Indications: ¿this is a 63-year-old female who has had a complicated past surgical history including a whipple for adenocarcinoma with a postoperative ventral hernia which has recurred demonstrated by clinical exam and computerized tomography [CT] findings.¿ procedure: ¿an incision was made along her prior incision and was excised and we encountered along the superior portion of the wound a fascial defect. Along the inferior portion of the wound the fascia did appear to be intact; however, we observed an additional fascial defect with a loop of small bowel that was protruding approximately 3 cm lateral to this. This was easily reducible and we then proceeded to circumferentially using bovie cautery expose the fascia. Along the superior portion of the wound again there was some fascial defect. This did not have any bowel herniation. We exposed this and there did appear to be adequate healthy tissue fascia around it and we were able to reapproximate this primarily using interrupted figure-of-8 sutures. We excised the hernia sac and we found two small adjacent defects along the lower right abdomen at the site of the additional fascial defect with a small bowel. Creation these were also closed with single figure-of-8 sutures. The small bowel was reduced and the hernia sac was excised and again this defect was also closed primarily. Once the fascia had been closed, we again inspected for hemostasis and assured adequate hemostasis with bovie cautery. We then used a large piece of prolene mesh and this was sutured to the fascia circumferentially, making sure that we covered all the fascial defects that we had encountered. We then placed a flat jp drain and laid in the flaps that we had created. This was sutured to the skin with a nylon suture. We then reapproximated the deeper tissues and the skin was closed with staples.¿ (B)(6)2008: pathology report. ¿final diagnosis: ventral hernia sac: dense fibrovascular connective and adipose tissue consistent with hernia sac.¿ ¿the specimen consists of a single fragment of tan soft tissue measuring 2 x 1 x 0.8 cm.¿ (B)(6)2008: discharge summary: ¿no strenuous activity or heavy lifting for at least 6 weeks.¿ (B)(6)2008: ¿here to have staples taken out. Complains of 4-5/10 upper and lower abdominal pain. Advised to not engage in strenuous activities involving more than 15 lb. Of force. Staples removed, steris applied, repair intact.¿ (B)(6)2008: ¿continues to complain of dull non-radiation epigastric pain, worse when lays on side, not relieved with anything. Vertical incision healing well without drainage or erythema consistent with prior surgeries, no hernias.¿ ¿consider rescan if pain persists.¿ (B)(6)2008: ¿reports worsening mid-upper abdominal pain with radiation to the back, worse with sitting up in bed or rolling from side to side. Obese. No hernias. Does not appear to have had recurrence of hernia. Does have history of ¿difficulty with mesh repair¿ per prior notes, and current abdominal pain may be related to similar etiology.¿ (B)(6)2008: CT abdomen/ pelvis [a/p]. ¿ventral hernia mesh appears slightly lax at its lower left and right margins of anterior abdominal wall. Herniation of two loops of distal small bowel into left and right aspects of hernia sac. Also herniation of anterior abdominal wall of transverse colon into abdominal wall defect .¿ impression: ¿1. Apparent laxity at margins of ventral hernia repair mesh with recurrent herniation of loop of transverse colon and two loops of small bowel at left and right margins of mesh. No evidence of incarceration or obstruction. 2. Sigmoid diverticulosis.¿ (B)(6)2008: ¿reports abdominal pain persisted since last hernia repair, most noticeable distribution, but also extends laterally. Pain constant, diffuse, same since march 2008, severity at worst is 11/10, exacerbated when rolls onto side, eating/ drinking does not affect pain, nothing alleviates it.¿ ¿trying to lose weight since november, states weight loss seems appropriate for amount of dieting and exercise she has been doing. Abdomen tender to palpation epigastric/periumbilical regions. Ventral hernias palpated around lateral edges of mesh repair upon patient straining. Repeat CT scan of abdomen suggested recurrent hernias lateral to mesh; however, patient has complicated anatomy due to prior surgical procedures so CT will be reviewed with radiology present.¿ implant preoperative complaints: (B)(6)2008: ¿CT follow up. Appointment to discuss laparoscopic approach to repair of hernias protruding from margins of mesh.¿ (B)(6)2008: ¿presents with mid-epigastric/ upper abdominal pain. Has reproducible pain upon palpation during physical exam. No evidence incarceration or obstruction. Had endoscopy done at outside hospital. Option of lap repair of hernia discussed, but endoscopy results need to be reviewed before final decision can be made. Findings: endoscopies do not seem to reveal recurrence of cancer by report. Suspect properitoneal [sic] approach with large amount of overlap would be helpful to decrease incidence of recurrence.¿ (B)(6)2008: ¿the patient presents with her fourth recurrence after open ventral hernia repairs. Her original operation was whipple procedure for adenocarcinoma. She now presents with progressively worsening symptoms.¿ implant procedure: laparoscopic incision hernia repair with mesh placement. [Implant: gore® dualmesh® biomaterial 1dlmc06/05619994, 18cm x 24cm x 1mm thick] implant date: (B)(6)2008 [hospitalization dates (B)(6)2008] wound classification: not provided. Findings: ¿dense intraabdominal adhesions and several hernias within which small bowel was incarcerated, as was transverse colon.¿ description of hernia being treated: ¿via a left upper quadrant stab incision we introduced a veress needle into the abdomen and insufflated to 15 mmhg. We then placed a 12 mm trocar in the left upper quadrant and under optiview technique entered into the peritoneum without any difficulty. We then placed two 5 mm trocars inferior to this and one 5 mm trocar near the midline in the lower abdomen. Using these trocars and switching between the 12 and the 5 mm trocar for better visualization, we began with lysis of adhesions which consisted of omentum to the anterior abdominal wall as well as small bowel to the anterior abdominal wall and to mesh . This dissection was tedious but good planes were established. There were three small, very superficial serosal tears which were repaired using 0 vicryl sutures. At one point we encountered a loop of small bowel that had adhesed fairly tightly to the previously placed prolene mesh and to its sutures. This was carefully removed and an area that was also oversewn. Subsequent to this, with all the adhesions removed from the anterior abdominal wall, we identified multiple ventral hernias in the midline and slightly laterally . We marked lateral edges in the north and south-most edges of these hernias and then desufflated our peritoneum.¿ implant size and fixation: ¿we then measured a 5 cm overlap to all the areas and obtained a 20 x 30 cm mesh and cut this to size. We then placed north and south tacking "transfacial" sutures to structure our mesh and placed a midline chromic gut up through the midline of the hernia to insure good overlap bilaterally. With this completed, we then unrolled our mesh and tacked circumferentially. We placed an additional 5 mm trocar on the patient¿s right side so we could tack both sides equally in good fashion. With 360 degrees of tacking placed, we then placed four additional "transfacial" sutures at northeast, northwest, southeast, and southwest as part of our mesh. These "transfacial" sutures were tightened down . This entire part of the repair was performed under 10 mmhg pneumoperitoneum. Prior to removing our scope, we looked around the entire abdomen and passed several sponges to clear the area of any dried blood or clot. There was no evidence of bowel injury whatsoever. We then removed our scope and trocars without any difficulty. The skin was closed using a running 4-0 monocryl suture.¿ (B)(6)2008: discharge summary: ¿no heavy lifting greater than 15 lbs. For at least 6 weeks.¿ relevant medical information: (B)(6)2008: ¿diffuse abdominal pain 6-7/10 right side most of time status post surgery. Persistent abdominal 10/10 before surgery. Abdominal exam: mildly tender right side, incision sites look well healed, most superficial red subumbilical rash in skin fold.¿ findings: ¿doing well post op from lap ventral hernia repair. Pain improving, mostly in right upper quadrant, likely from lap tacks. No significant seromas.¿ (B)(6)2009: ¿pain slowly improving, mostly right upper quadrant now with no significant change. On exam no recurrence with vs [sic] some small seromas. No point tenderness to suggest "transfacial" suture issue.¿ (B)(6)2009: ¿5 days upper abdominal pain. States was doing laundry 5 days ago and suddenly has onset lower abdominal pain, that soon migrated to upper abdomen. 4/10 constant ache. Says it feels just like ventral hernia did before it was corrected. Abdominal exam: no hernias palpated with cough. Constant abdominal pain in same location as previous hernia. Repeat hernia unlikely given repair. Possibly caused by irritation of transdermal sutures.¿ findings: ¿pain similar to preop pain, but not same on exam. Has some tenderness at site of "transfacial" sutures. Will evaluate with CT for recurrence because difficult to palpate given multiple previous operations.¿ (B)(6)2009: CT a/p: impression: ¿status post mesh repair of ventral hernia. No evidence of collections or recurrent hernia.¿ (B)(6)2009: ¿returns after CT. Continues to have constant epigastric abdominal pain, similar to preop but much higher in epigastric region. Pain has worsened somewhat since last visit, not controlled by tylenol. Questions whether symptoms are due to ¿a reaction to her mesh.¿ abdominal exam: no hernias. Radiologic imaging negative, with no evidence hernia or fluid collection to suggest abnormal mesh reaction. Given 5% marcaine/ kenalog 10 mg at localized region of tenderness corresponding to "transfacial" suture.¿ ¿given she relates symptoms similar to ¿cancer pain¿ will have her seen by dr. B once again, although objective imaging does not suggest this.¿ (B)(6)2009: ¿still has abdominal pain. Scans negative for hernia recurrence.¿ ¿localizes pain to epigastric region, however, states can be diffuse at times. Pain constant, dull, pressure. Abdominal exam: mild tenderness to epigastrium, no hernias . Doing well. Return to clinic 1 year.¿ explant preoperative complaints: (B)(6)2014: indications: ¿this 69-year-old female who has had at least two prior abdominal wall hernia operations. She has gone on to develop the meshoma with dense firm painful mesh along with bulging at the mesh. After weighing options of treatment, she now presents for explantation of prior density of the right mesh and abdominal wall reconstruction.¿ explant procedure: exploratory laparotomy, extensive lysis of adhesions, debridement of abdominal wall fascia, explantation of mesh x2, bilateral anterior component separation and repair of recurrent incisional hernia with retro-rectus mesh placement. [Implant: bard soft mesh, ventralight st.] Explant date: (B)(6) 2014. Wound classification: not provided. Procedure: ¿previous midline incision from the xiphoid down below the umbilicus was excised, dissection carried into subcutaneous tissue and down to the layer of dense polypropylene mesh. The mesh was identified throughout the length of the wound. It was about 15 cm long and about 7 cm wide. The mesh was then carefully elevated off the fascia. There were multiple heavy prolene sutures that were removed and debrided. The mesh was then carefully removed by sharp dissection exposing beneath it ptfe [polytetrafluoroethylene] mesh as a separate repair. With tedious dissection and debridement of the abdominal wall fascia, the mesh was then totally removed. It was photographed and sent for pathological exam. At this point, we then approached the ptfe mesh, we were able to identify the edge in the upper right abdomen with the protack, this was carefully elevated on the wound and the mesh was carefully excised along its edge to include the protack. We were able to see the undersurface of the mesh. There was small bowel adherent to the mesh and we took all the small bowel adhesions down sharply and carefully millimeter by millimeter without making any enterotomies. It was a tedious dissection and the visceral side of the mesh was then carefully separated from the underlying small bowel and the remaining right lateral attachments were carefully excised along with some "transfacial" fixation sutures. This mesh was also contracted and firm, not quite a [sic] tense as the initial mesh about 15-20 cm in length and about 15 cm wide . I t was photographed and sent for pathological exam. The fascial edges were then debrided circumferentially. We then freed up the remaining intraabdominal adhesions and inspected the small bowel. There were no enterotomies created. We spent about 90 minutes with extensive lysis of adhesions to remove the mesh, carefully free the intestine, and debride the fascia. The abdomen was irrigated. We created retrorectus space on both sides, beginning as far medial as we could. The peritoneum was then separated from the fascia below the lower aspect of the midline incision and superiorly as well. The rectus sheath was separated to the undersurface of the rectus muscle. We first began on the left side. We got into a nice plane and dissected all the way over the semilunar line as far as superiorly and inferiorly as we could go preserving the blood supply and innervation of the rectus muscle. A couple of very small rents in the posterior rectus sheath related to protack fixation were closed with interrupted 3-0 pds [polydioxanone] suture. In a similar way on the right side, the retrorectus space was entered as medial as possible and developed over the level of semilunar line again preserving the vascularity and nerve supply of the rectus muscle. This was carried up superiorly and inferiorly as far as possible. Couple of small rents in the posterior sheath related to prior tacks were closed with interrupted 3-0 pds sutures. The abdomen was irrigated. Hemostasis was excellent, but it was evident that we needed an anterior separation to advance the musculofascial components to the midline so that they could be approximated. This was required on both the right and left side to obtain midline closure. The subcutaneous tissue was separated from the fascia. There were at least 2-3 perforating vessels that were preserved on either side in the vicinity of the umbilicus. Dissection was carried over lateral to the rectus edge to expose the external oblique muscle and aponeurosis. The muscle was opened lateral to the rectus and a plane of dissection between the external oblique and the internal oblique was easily created. This was first started on the patient¿s right side and it was continued down as far as possible and then superiorly over the ribs. Dissection was then carried out between the internal and external oblique to allow full mobilization, which afforded us at least five to 8 cm on each side. In a similar way on the left side, subcutaneous flaps were raised again saving 2-3 perforators the anterior release was performed in the external oblique lateral to the rectus carried superiorly and inferiorly, superiorly over the ribs and the two muscles were fully separated to a full release. We then were able to re approximate the rectus muscles without any difficultly. We were then able to close the posterior rectus sheath and the length of the wound using two 0 v-loc maxon sutures. Manual and visual inspections of packs and instruments were made prior to this and none were found. The retrorectus space was then again irrigated. Prior to that, we selected a barrier coated mesh, namely a ventralex st mesh 25 cm in length x 20 cm wide. It was trimmed somewhat in length and somewhat in width. A single suture was placed superiorly and inferiorly under the muscle through and through with 0 prolene to fix the mesh. The mesh was then placed in the retrorectus space. It was folded back upon itself and secured for about a 1-inch segment with 3-0 pds suture and using a secure strap device, the mesh was carefully fixed to the undersurface of the rectus muscle at about 2 cm intervals on both the right lateral aspect. Following this, a 15-french blake drain was left over the mesh, brought out through a stab incision in the outer left lower quadrant, secured to skin with 3-0 nylon suture. The midline fascia was closed with two 0 v-loc maxon sutures beginning at the superior and interior aspect running to the mid portion and the sutures were tied together. The fascia came together without any tension. We then left two subcutaneous drains a #15 blake drain was left in the subcutaneous space in the right side, brought out through the right lower quadrant stab wound and a 10-mm jackson-pratt was left under the left skin flap and brought out in the left lower quadrant, but medial to the blake drain. These were all fixed with 3-0 nylon suture. Space was irrigated. We then elected to reinforce the released area. We took a piece of bard soft. It was 12 x 12 inches. We trimmed it. On the right side we fixed it to the lateral edge of the external oblique muscle, beginning at the inferior margin and carried all the way to the superior margin. The mesh was then trimmed medially and the medial edge was fixed to the lateral edge of the rectus sheath with interrupted 3-0 pds suture laterally and was secured with a running 3-0 pds suture. In a similar way we used mesh on the left side to cover the left external release and this went very nicely. Subcutaneous tissue was irrigated. Hemostasis was excellent. The subcutaneous tissue re approximated with several interrupted 3-0 vicryl subcuticular sutures. The skin was closed with metallic clips.¿ (B)(6)2014: pathology: final diagnosis: ¿part 1: "abdominal wall mesh #1¿: fibrovascular connective tissue and adipose tissue with chronic inflammation and foreign body giant cell reaction. Mesh material, gross exam only. Part 2: "abdominal wall mesh #2¿: fibrovascular connective tissue and adipose tissue with chronic inflammation and foreign body giant cell reaction . Mesh material, gross exam only.¿ gross description: part 1: ¿received fresh labeled with the patient¿s name and ¿abdominal wall mesh¿ is a 17 x 12 x 1.0 cm in greatest dimension irregular flat tan pink portion of woven mesh material with multiple areas of adherent shaggy tan-pink soft tissue. There are numerous blue sutures embedded within the mesh .¿ part 2: ¿received fresh labeled with the patient¿s name and ¿abdominal wall mesh #2¿ is a 19 x 17 x 0.2 cm ovoid portion of glistening tan-pink flexible plastic material. The periphery of the material displays numerous silver metal rings. One area displays three adherent silver metal staples all measuring 0.8 x 0.1 cm. The central portion of the specimen displays an adherent 8.0 x 7.5 x 2.0 portion of irregular woven tan-pink mesh material with adherent lobulated tan red soft tissue . Embedded in the mesh are multiple blue sutures.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "meshoma", defect, small bowel adherent to the mesh, mesh contracted and firm, adhesions, removal of adhesions and mesh, additional surgical procedure. Additional event specific information was not provided.